Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I encountered a health problem related to the installation of natrelle (allergan) implants", "damage caused to my health". Later patient reported "the implant is gradually rupturing in different places and numbness of the tissues has begun", "there is also a decrease in white blood cells in the blood, which indicates an inflammatory process in my body". This record is for the left side. Device remains implanted.

Event description:
Patient reported "I encountered a health problem related to the installation of natrelle (allergan) implants", "damage caused to my health". Later patient reported "the implant is gradually rupturing in different places and numbness of the tissues has begun", "there is also a decrease in white blood cells in the blood, which indicates an inflammatory process in my body". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.